Event description:
On (B)(6) 1998, a bifurcated gore-tex stretch vascular graft was implanted for the treatment of an abdominal aortic aneurysm. On (B)(6) 2011, an angiogram revealed a 15cm aneurysm, which was believed to be due to an ultrafiltration of the bifurcated vascular graft. The right limb of the bifurcated graft reportedly occluded. Two endografts were implanted to reline the left limb of the bifurcated vascular graft. Good collateral flow was noted. The patient condition was reported to be fine post procedure.